Event description:
It was reported that the oxygen sensor did not pass calibration. Patient involvement information was not provided by the customer. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.